Event description:
It was reported that the device would not cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the device would not cool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the during cooling therapy, blanket/pad contact surface temperature is not cold enough condition was due to a shorted thermal unit. However, replacing the thermal unit did not resolve the issue. Rather than proceeding with additional repairs, this issue was resolved by replacing the device.